Event description:
Same case as MFR rpt #: 6000089-2006-01887.clinical trial. It was reported that 1035 days following a coronary artery stenting procedure, the patient experienced a tvr (target vessel revascularization). The index procedure identified one 28mm long target lesion in the proximal lad (left anterior descending) with 75% stenosis and 3.0mm reference vessel diameter. The target lesion was treated with pre-dilation and placement of a 3.0 x 32mm study stent. The patient was noted to have a grade a dissection at the target lesion and a 2.5 x 16mm bail out stent was implanted, reducing the stenosis to 0%. The patient had a non-target lesion located in the r-pda (right posterior descending artery) treated with ptca, reducing the stenosis from 80% to 10%. The next day, the patient was discharged on protocol doses of asa and plavix. The patient experienced a tvr due to 80% in-stent restenosis (isr) of the target vessel 1035 days following the index procedure. The patient was admitted to an outside hospital complaining of angina. Coronary angiography performed on admission revealed the following: 80% isr of the proximal lad which was treated with a taxus drug eluting stent reducing the stenosis to 10%. It was also noted that there was an 80% stenosis of the 1st diagonal which was treated with ptca, reducing the stenosis to 20%. The patient was discharged on asa and plavix the following day. It was reported that the relationship of tvr to study stent was "possibly" and the relationship of the tvr to prior co-morbid condition was "probably". It is also noted that in 2002, the patient experienced unstable angina and a tvr was performed. In 2003, the patient also experienced unstable angina. Both of these events were previously reported as part of the study.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.